Event description:
It was reported that during hospitalization following a carotid stenting procedure, the pt had post-op neurological effects, including headache and blurred vision with spots, and hypotentions. A CT scan of pt's head was performed, and no acute abnormality was noted. The pt was treated with the neosynephrine and heparin for the persistent hypotension. The pt's outcome was resolved, but not within 24 hours.